Manufacturer narrative:
Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-101: user used the wrong strip. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 25, 26 and 27 mg/dl. The expected fasting blood glucose test result range is 130-140 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the bathroom. Customer stated using the incorrect meter's testing strips. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/23/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Sections with additional information as of 25-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.